Event description:
It was reported that the ilet touchscreen became unresponsive on the upper portion of the display, preventing normal use, and a replacement device was ordered. Symptoms included no clinical effects. Outcomes included no impact on health, no hospitalization, and continued therapy via device replacement. Investigation included complaint review and device replacement logistics. Investigation of this case revealed a suspected touchscreen hardware malfunction and device was received with the display assembly disconnected from the housing. It was concluded that the device issue likely be caused by improper assembly during manufacturing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.